Manufacturer narrative:
Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported that the patient experienced discharge at the insertion hole that was treated with unknown antibiotic, completed on (B)(6) 2025. The device remains implanted.

Event description:
On an unknown date, a patient in netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported that the patient experienced discharge at the insertion hole that was treated with unknown antibiotic, completed on (B)(6) 2025. The device remains implanted.

Event description:
The patient was treated with oral cotrimoxazole, twice daily for seven days. The patient continues to have discharge at the stoma site.

Manufacturer narrative:
A4: weight reported as "about 50 kg". Additional, changed, and/or corrected data: a4, b5, b6, h6.